Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead exhibited low impedance and noise. The higher noise signals are too large to program around and it was noted that an insulation breach may be the cause. No intervention was performed, and the patient will continue to be monitored. The patient was in stable condition.